Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a suspected site infection. The implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.